Event description:
It was reported that the target lesion was located in the proximal to distal left circumflex (lcx). After pre-dilatation with an unspecified balloon, the xience xpedition 3.0 x 23 mm stent was deployed at 12 atmospheres (atm) with 3 inflations for 30 seconds each. An unspecified guide wire, which crossed to the sidebranch, was removed and re-crossed to the sidebranch. An unspecified dilatation catheter was attempted to cross the implanted xience xpedition stent in the sidebranch; however, it could not cross and it became stuck with the implanted stent. A little force was added and the dilatation catheter was able to be retracted. However, during retraction of the dilatation catheter, the implanted xience xpedition stent became damaged. The stent had not moved, but it was noted to be shortened proximally. As another balloon could not cross the damaged stent, another xience xpedition was advanced with a microcatheter and was implanted between the damaged xience xpedition stent and the vessel wall, compressing the damaged stent into the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.